Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue and no issues were found. The fsr checked the inside of the unit for any intermittent loose connections and none were found. The fsr tightened the power knob as a precaution and checked all of the alarms. The ventilator passed the patient circuit calibration and the performance check. The unit meets manufacturer specifications.

Event description:
The customer reported that while the device was in use on a patient, when the power knob was "touched", the unit depressurized, causing the piston to stop. This occurred twice during the respiratory therapist's shift and the respiratory therapist was able to repressurize the vent and restart the piston without any consequence to the patient for both events. The customer stated that evaluated their records and it showed that the ventilator ran for another 21 hours without any incident while on the patient.